Event description:
While using the ivus catheter the catheter would not "ring down". There was no patient harm. Clinical site notified the manufacturer representative directly. Manufacturer response for interventional catheter, eagle eye platinum catheter per site reporter. Clinical site notified the manufacturer representative directly.